Event description:
The patient now receives the correct therapy since the device was replaced. The device will not be returned to the device manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced no stimulation after a rm total body procedure. The patient¿s physician interrogated the device and found a power on reset (por) message. Reprogramming was attempted and the por was not successfully cleared. Stimulation was unable to be recovered. Impedance measurements were okay. The patient experienced leg pain. The device was replaced.